Event description:
The patient reported that on (B)(6) she received a st. Jude stimulator and 8 days after started having facial swelling, hives, and "welts". She has seen her family doctor and allergist who have determined that it is an allergy from the bupivacaine in her pump. She has always had morphine and bupivacaine but the doctors think that the stimulator has made the reaction "flare". (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).